Manufacturer narrative:
Sc-1132, sn: (B)(4): device evaluation indicated that the ipg passed all the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patients ipg would not hold its charge after having a non-device related surgery but unknown if electrocautery was used. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event.

Event description:
A report was received that the patients ipg would not hold its charge after having a non-device related surgery but unknown if electrocautery was used. The patient underwent an ipg replacement procedure and was doing well postoperatively.